Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.